Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 600's mg/dl, and a large ketone level identified as dangerous. Reportedly, the customer's continuous glucose monitor was not available due to a non-tandem transmitter and sensor issue, and customer was unaware bg levels were rising. Additionally, customer is a brittle diabetic. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on 12/6/2020 with the issue resolved and no permanent damage. Customer confirmed pump and related supplies were functioning as intended.